Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/16/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the contrast button was intermittently unresponsive; the up arrow button was sticking and hyper-responsive/scrolling. The down arrow and ok buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow button was sticking and contamination was found under all button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/16/2013.